Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that bolus history was not correct. Customer was advised on entries on bolus history which customer verified were correct. Customer's blood glucose was 431 mg/dl. Customer also reported that battery was not lasting long and did not receive a low battery alert. Customer was advised to monitor insulin pump and to call back when low batter alert was received.